Event description:
It was reported that this device was suspected to record end of life (eol) earlier than expected. During follow-up in march 2019, the device battery status longevity estimated about two year. However, device interrogation in november 2019 showed eol status. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported.

Manufacturer narrative:
Patient code 3191 is being used to capture the additional surgical intervention that was required. Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was elective replacement time (ert). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Event description:
It was reported that this device recorded end of life (eol) earlier than expected. During follow-up in (B)(6) 2019, the device battery status longevity estimated about two year. However, device interrogation in (B)(6) 2019 showed eol status. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.